Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: please, explain the meaning of ¿grasp was broken¿. Did the ceramic (on the lower non-moveable jaw) separate or break off? No. Did the electrode (on the lower non-moveable jaw) separate or break off? No. Did the detached part fall into the patient? No. Was the detached part retrieved from the patient? Did this cause a change in the plan of care for the patient? No.

Event description:
It was reported that during a cystectomy procedure, the error code ¿change instrument¿ as given two times. After the generator was turned off and on, the scissors worked but the grasp was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p91e8p the device was returned with the shepherd hook of closure lever broke but still connected to the closure lever. Dry tissue was observed on proximal end of the electrodes. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. No alert screens were displayed. During investigation of the device it was confirmed that the reported "reposition and reactivate" and "replace instrument" error messages were encountered during the procedure, however, we were unable to duplicate these during the investigation. The ¿reposition jaws and reactive¿ alert screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.